Manufacturer narrative:
The correct information has been provided with this report. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No motor error alarm noted. Motor passed motor test. The insulin pump was received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, cracked reservoir tube lip and corroded battery tube.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they were hospitalized due high blood glucose from air bubble issues. No further information was given. Due to the customer¿s request the device was replaced and returned for analysis.